Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) could not be reviewed as a serial number was not provided. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. No corrective or preventative actions apply to this case. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information a patient with a 21mm edwards valve implanted approximately 14 years underwent valve-in-valve procedure through clinical trial due to severe aortic stenosis and mild/moderate aortic regurgitation. Patient's qualifying echo showed a jet velocity severe as (jet velocity=4.3m/s; av mean gradient = 48mmhg; ava index= 0.4) and mild/moderate ar. A 23mm transcatheter valve was implanted inside the failing 21mm valve with no complications. Patient was reported to be in stable condition.

Event description:
Edwards received information that a patient with a 21mm valve implanted approximately 14 years underwent valve-in-valve procedure through clinical trial due to severe aortic stenosis and mild/moderate aortic regurgitation. A 23mm transcatheter valve was implanted inside the failing 21mm valve with no complications. Post-tavr, there was no pvl. Patient was reported to be in stable condition and discharged home on pod #1 in stable condition.